Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter compared to the laboratory. At 12:44 p.m., the meter result was 101 mg/dl. At 12:56 p.m., the meter result was 127 mg/dl. The patient had a bacterial infection on his foot. Following the meter result of 127 mg/dl, the patient entered a hyperbaric chamber for wound control. After exiting the hyperbaric chamber, the glucose result from the meter at 3:13 p.m. Was 67 mg/dl. At 3:22 p.m., the meter result was 57 mg/dl. Based on the glucose result of 57 mg/dl, the patient was provided with a package of crackers and a small juice. The patient did not feel his blood glucose was low and was not experiencing any symptoms. At 3:45 p.m., the meter result was 44 mg/dl. A sample was drawn for the laboratory at 3:45 p.m., and the result was 125 mg/dl. At 3:49 p.m., the meter result was 124 mg/dl. All meter results were from finger sticks using different fingers from both hands.

Manufacturer narrative:
The accu-chek inform ii test strip lot number was 671958 with an expiration date of 30-jun-2027. Qc was performed on the meter before and during the time of patient testing. Level 1 qc¿s repeatedly failed. Level 2 qc¿s passed. The meter and test strips were requested for investigation. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.